Event description:
A gore propaten vascular graft was implanted in 2008, in a below-the-knee bypass on a male pt. Systemic heparin was given intra-operatively. Pt was administered lovenox (low molecular weight heparin) once per day postoperatively. Seven days later, the pt's test results (unk test) came back positive for heparin induced thrombocytopenia (hit) with a platelet count at 11,000u. The pt was then switched to argatroban. Three days later, the pt's platelet count was 8,000u. One day later, the pt's platelet count was 12,000u and the graft was explanted. This is all the info gore has received to date; further investigation is pending. This event appears to meet the criteria per the FDA 5-day event notice regarding heparin containing devices issued 4/8/08; therefore, gore is reporting this as a 5 day reportable event.

Manufacturer narrative:
This event appears to meet the criteria per the FDA 5-day event notice regarding heparin containing devices issued 4/8/08; therefore, gore is reporting this as a 5 day reportable event.